Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection observed that the tip of slide swivel was broken. Under a microscope found a deformation in the broken section of the tip. The complaint was confirmed. The root cause was related to mishandling of the product. No lot number was reported therefor a device history report (DHR) review could not be performed. This issue will continue to be monitored and further actions taken accordingly.

Manufacturer narrative:
Other, other text: b3: date of event, d4: lot number, expiration date, g5: 510k, and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a crack and breakage noted at the male end of the tubing. Patient involvement is unknown. Adverse effects have not been reported.